Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with heavy calcification, heavy tortuosity and 99% stenosis, pre-dilatation was performed. A 3.0x15mm rx xience alpine stent delivery system (sds) was advanced; however, could not cross due to the patients anatomy. The sds was removed. Another 3.0x15mm rx xience alpine sds was advanced; however, could not cross due to the patients anatomy as well. The sds was removed. Once outside of the patients anatomy it was noted that the stents on both stent delivery systems were shifted proximally. However, it was confirmed that both stents were not dislodged from the balloons. No additional treatment was performed. There was no interaction of devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. The other 3.0x15mm xience alpine referenced is being filed under a separate medwatch MFR number.